Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an abrupt shutdown followed by a long alarm, it was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), customer called explaining there had been a couple of low vacuum alarms in succession. Customer stated the patient is not tachycardic and their hr is consistently between 90-100bpm. The alarm was reviewed and at this point suggested switching the therapy to another iabp console. Customer agreed and did not feel they needed assistance in switching the therapy once another pump is located and brought to the room. Therapy was not interrupted and no harm to patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d4 (version/model#, catalog#, UDI#). Additional information: contact department: (B)(4). It was reported that the cs300 intra-aortic balloon pump (iabp) facing low vacuum failure. Getinge representative attended the call and observed that customer experienced a couple of low vacuum alarms in succession. Customer states the patient is not tachycardiac and hr is consistently between 90-100bpm and reviewed the alarm and at this point suggested switching the therapy to another iabp console, customer agreed and she is appreciative of the assistance at night. Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use. No injury or death reported by customer.